Manufacturer narrative:
This report is submitted on 5 august 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to migration of the electrode array out of the cochlear. The patient was re-implanted with another cochlear device during the same surgery.